Event description:
It was reported that an unknown spectrum pump was observed to experience concurrent flow from a primary IV container during a secondary infusion test (medication, programmed amount and delivery rate unknown). It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.